Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the pump was no longer working. A new ipp device was implanted. There were no complications to the patient.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of performance issues. The observed anomaly was determined the most probable cause of the reported events. Device history record (DHR) review: a DHR and ship history review cannot be performed as the lot numbers were not available. Technical analysis: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The reservoir was visually inspected, microscopically examined, and leak tested. Wear at folds was identified in the reservoir shell, and the window quick connector was noted to be misaligned; no leaks were found. The cylinders were visually inspected, microscopically examined, and leak tested. Both cylinders had wear at folds. One of the cylinders had a bulge related to broken fabric threads in the cylinder body, which was the result of wear at a fold. Both cylinders were noted to have sharp instrument damage and leaks, which likely occurred during explant; therefore, they were not pressure tested. The ms (momentary squeeze) pump was visually inspected, microscopically examined, and functionally tested; all tests were passed. Product analysis did not confirm pump issues; however, the observed bulging is likely to have affected the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the pump was no longer working. A new ipp device was implanted. There were no complications to the patient.